Manufacturer narrative:
A review of the manufacturing and sterilization records verified that the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the additional devices implanted on (B)(6) 2015 verified that the lot met all pre-release specifications. Results and conclusions remain unchanged. Additional devices implanted (B)(6) 2015: gore® tag® thoracic endoprosthesis / tge313110 / lot#: 12571321 / (B)(4); gore® tag® thoracic endoprosthesis / tge313115 / lot#: 13204625 / (B)(4).

Manufacturer narrative:
Gore® tag® thoracic endoprosthesis / lot#: 13748670 / (B)(4). Additional devices implanted (B)(6) 2015: gore® tag® thoracic endoprosthesis / tge313110 / lot#: 12571321 / (B)(4); gore® tag® thoracic endoprosthesis / tge313115 / lot#: 13204625 /(B)(4). The instructions for use addresses the potential for the following events among others: ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: infection (e.g., aneurysm, device or access sites)¿.

Event description:
On (B)(6) 2015, the patient underwent treatment of a type b uncomplicated aortic dissection whereby a gore® tag® thoracic endoprosthesis was implanted distal to the left subclavian artery. There was no report of an active systemic infection at the time of implant. The patient tolerated the procedure. On (B)(6) 2015, it was reported that the patient presented with a "suspected" aortic stent infection. No action has been taken and no treatment has been administered.